Manufacturer narrative:
The reported lot number, 2355347 could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.

Event description:
As reported by the patient¿s attorney, a boston scientific device was used during a procedure. According to the complainant, the patient experienced pain, disability, and disfigurement. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted